Manufacturer narrative:
(B)(4). Field service specialist visited account after the event during a routine system check and ups was replaced. Observed torn pillow and replaced. Performed performance tasklist and system met amo specificaitons. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported patient had a photorefractive keratectomy procedure in both eyes on (B)(6) 2015. Visual acuity prior to surgery was 20/25 in both eyes (glasses) and manifest refraction (mr) was -8.50 shp in right eye and -8.75 x -0.50 x 160 in left eye. Uncorrected visual acuity post op as follows: 1 day right eye 20/60 and left eye 20/400; 1 week right eye 20/60 and left eye 20/50; 1 month right eye 20/40-2 and left eye 20/40-1; 1 month mr +1.50 x -0.50 x 13 with best corrected visual acuity (bcva) right eye 20/25-2 and left eye +0.50 x -0.50 x 45 bcva 20/30. 2 months right eye +1.25 x -0.25 x 30 bcva 20/25 and left eye +0.25 x -0.50 x 49 bcva 20/25-2 it was reported that patient had phototherapeutic keratectomy enhancement on (B)(6) 2015 and developed central island post procedure.